Event description:
The customer contact reported a disconnection. On an unspecified date, the tubing set was being used to deliver an unspecified medication. It was reported that the option-lok male adapter of the tubing set was connected to the female adapter of the patient's IV catheter. After an unspecified length of time, the customer contact reported that the option-lok male adapter of the tubing set disconnected from the female adapter of the IV catheter and approximately 4ml of blood loss was noted. It was reported the nurse applied pressure above the hub of the patient's IV catheter to stop the blood loss. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information know by the reporter upon query by hospira personnel.